Manufacturer narrative:
Following up for further information. Internal complaint # (B)(4).

Event description:
A prometra ii 20 ml pump was reported with catheter for volume discrepancies. The patient previously had a volume discrepancy and cap study, in which the catheter was found to not be patent. A catheter revision was conducted, in which the date of the revision is unknown.

Event description:
During the catheter revision, it was noted that the kink was observed and located in close proximity to the pump. The catheter was cut and the kinked portion removed then the catheter was rejoined. There is no portion of the catheter available for return. A cap study was conducted in which the catheter was found to be patent.

Manufacturer narrative:
Per follow-up, it was determined that this patient had a catheter revision on (B)(6) 2019. It was noted that the kink was observed and located in close proximity to the pump. The catheter was cut and the kinked portion removed then the catheter was rejoined. This information will be reflected in this report. There is no portion of the catheter available for return. Related complaint (B)(4), MFR # 3010079947-2020-00184, reflects the patient's programmable pump that remains implanted. A review of the DHR, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Internal complaint #: (B)(4).